Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported that her ins may have moved. The patient stated that the "ins is sticking out of the bottom and she cannot feel the top of the ins." This started about one week ago according to the patient. The patient also stated that she has fallen 2-3 times in the last four weeks. Finally the patient reported that last week she experienced a shooting pain at the ins site and down her right buttock. The patient was advised to follow-up with her healthcare provider to have the ins and leads checked. The patient's status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.